Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient is not feeling anything and not having good therapy results. Everything worked fine for a week or two following implant and then patient lifted a heavy bucket, felt something pull and suddenly right after that they lost sensation and noticed sub-therapeutic results. All contacts/pairs are showing impedances greater than 4000 ohms. There hcp was not with the patient to further assess, but the hpc planned to x-ray the lead and would decide after that whether it needed replacement. No further complications were reported.